Event description:
It was reported that a user experienced intermittent communication issues between the dexcom g7 sensor and the responsible device, resulting in signal loss; the user chose to replace the recently applied sensor and was guided through pairing a new sensor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with device components implicated in electrical and magnetic functionality and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.